Event description:
It was reported that a pump declared a cartridge change error, causing the customer¿s blood glucose to rise to 575 mg/dl. The customer managed the high blood glucose with a correction injection via multiple daily injections and required no third-party assistance. Technical support provided guidance on inspecting and cleaning the pump, but the issue persisted, leading to the replacement of the pump by the technical support team. The customer was advised on using a backup therapy and instructed on returning the defective pump. A replacement pump with updated software was sent, and instructions on programming settings and connecting a continuous glucose monitor were provided.